Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer has device 8300 (s/n (B)(4), failing the leakage task in preventive maintenance. Case resolution: customer has device 8300 (s/n (B)(4), failing the leakage task in preventive maintenance. ¿ customer notices the device will not hold a vacuum pressure during task. ¿ customer mentions they have the o-ring seal on order. ¿ they will try to isolate problem fault to that component. ¿ if issue is unresolved, customer to interchange the oridion board assembly. ¿ reviewed with customer the part number for the oridion board assembly. ¿ transfer customer to our com to assist with pricing and part ordering. ¿ customer to call back for assistance, if any further issues and/or concerns need addressing. ¿ end call. (B)(4).